Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that they were unable to interrogate the implantable pulse generator (ipg). The device was implanted eight years ago and then an implantable cardioverter defibrillator (ICD) was implanted and the ipg remained implanted as a backup system. While replacing the ICD it was impossible to interrogate the ipg and so it was explanted. No patient complications have been reported as a result of this event.